Event description:
It was alleged to gore in a lawsuit, that in 2006, the pt "submitted to examination, diagnosis, treatment and surgery" and that the pt underwent a ventral herniorhaphy in which a "gore-tex dualmesh plus system" was implanted. Additionally, the plaintiff further alleges, that the pt subsequently "complained of pain, nausea, vomiting and abdominal dissention" for which the complaint states, she was readmitted to facility seven days later. The complaint further states, that "it was then discovered that a portion of the mesh used to repair the hernia had pulled away from the abdominal wall and contained part of the small bowel that was incarcerated" and was subject to a laparoscopic repair two days earlier. The complaint also states that subsequently, the patient "developed a severe infection at the graft location of this gore-tex dualmesh material" and that the pt was "returned to the operating room twice for exploratory surgery but died four days later."

Manufacturer narrative:
No lot number info was supplied therefore, a review of the mfg paperwork could not be performed. The review of the mfg paperwork could not be completed because no lot number info was supplied. Note: without add'l info, a meaningful investigation can not be performed at this time. No additional info has been received to date.